Event description:
The us complainant had a 5.5 pump placed to support a surgical patient in need of support escalation from the cp. The 5.5 was placed but lost placement signal. The 5.5 stayed on for support without any report of harm or injury.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Console logs from the reported day of event are consistent with complaint and show three alarms ¿placement signal not reliable¿ (#130, due to low snr ratio) after 3 days of operation. Logs also revealed multiple events 1045 (loss of opm data due to crc error) throughout the case, but no corresponding alarms because of short duration of the triggering condition. Console ic10520 was later sent to danvers for an unrelated complaint (B)(4) but tested and analyzed in connection with both investigations and failure modes. It¿s been concluded that ¿psnr¿ alarms (#130) were unrelated to the console, and separate investigation (B)(4) refers to possible relation to the pump (501233) that was used. Events 1045, unrelated to psnr condition, although did not result in any alarms, are related to momentary loss of opm data. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The controller error (but not psnr alarm) was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. Please refer to DHR checklist for indication of: "24-36962-2: purge disk not detected". This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Repair: perform functional check of the console.